Event description:
It was reported by svc report that the foot end brake plunger broke off and the screw was stripped inside of the brake bar. The brakes were not usable. No pt involvement or adverse consequences are reported.